Manufacturer narrative:
The insulin pump alarmed a21 during a21 error test due to voltage leak. No a17 alarm. The insulin pump was received cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that every time she changes the battery on the insulin pump, the time/date gets reset. The alarm history was checked and there were 12 unexpected restart and 12 external ram error alarms. The customer stated she has had this issue since she started using the device. The customer is unsure if a temporary basal was programmed before unexpected restart. The insulin pump was not stored or not in use for an extended period of time. Alarms occur shortly after inserting a new battery. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.